Event description:
It was initially reported that the patient had 'really bad' sciatica, a pain in her sciatic nerve that started in (B)(6) 2012. The patient stated that her health care provider (hcp) did not know if it was related to the device. The patient had not fallen or had any accidents that she could remember and the patient was getting relief of her symptoms. Supplemental information received reported that the patient fell on her 'butt' sometime prior to (B)(6) 2012. The patient did not know the date of her fall, but her problems with sciatica in both legs started around (B)(6) 2012 after she had fallen. It was noted that the patient had acute pain and loss of bowel control following the fall. The patient saw her hcp about the sciatic pain and she was told that the device needed to be shut off for a 'couple weeks' to see what was causing the sciatic pain in her legs. The patient contacted her primary hcp last night and had not heard back. Additional information has been requested, and when received, a supplemental report will be submitted.

Event description:
Additional information stated the patient was ¿still having concerns regarding their device or therapy but they were still working with their doctor or manufacturer representative.¿ it was noted the patient had spoken with her physician ¿about shutting her device down for two weeks to see if her lower back pain went away.¿ it was unclear whether the patient had actually shut off her device at the time of report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v864451, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).